Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, the fenestrated bipolar forceps instrument would not deliver bipolar energy. The procedure was completed using a back-up instrument with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the connector at the back end. The wire insulation was not damaged and the instrument failed an electrical continuity test. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have thermal damage on the bipolar yaw pulley.